Manufacturer narrative:
The reagent lot number was 882312. The expiration date was requested, but not provided. The field service engineer (fse) replaced a defective sample probe. The fse verified that the module was within specifications. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable glucose hk gen.3 result for a patient sample tested on cobas c 503 analytical unit. The initial result was 2.2 mg/l with a data flag. The repeat result was 109 mg/dl. The test was repeated because the initial result did not align with the patient's history. No erroneous result was reported to the patient.